Event description:
Patient persistently played with the wires on the device with fingers and tongue. A wire broke off at the solder joint from that stress and pressure. Patient swallowed the wire. No lasting damage resulted. Patient misuse caused the problem.